Manufacturer narrative:
Additional information received on 4/22/2010 indicated that the patient expired due to congestive heart failure/coronary artery disease and, therefore, the file no longer meets the criteria of an MDR reportable event. The patient had a significant medical history of congestive heart failure (chf), coronary artery bypass graft surgery (CABG), hypertension, and previous coronary percutaneous revascularization and had experienced a myocardial infarction four days after the index procedure (already captured as a non-complaint). Since the death was related to a progression of her pre-existing conditions, and there was no medical evidence to suggest that chf or cad could be associated with the carotid stent, these events were documented as non-complaints.

Event description:
It was reported to boston scientific corporation that a contour stent was being used in a ureteroscopy procedure. According to the complainant, as they were placing the stent within the patient's ureter, the guide wire appeared to be sticking out of from the side of the stent. The stent appeared to be cracked when viewed under fluoroscopy. The procedure was successfully completed using a second contour stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B) (4) registry, a patient expired three months after the index procedure due to an unknown cause. Two weeks prior to her death, she had been hospitalized due to heart failure. She had a significant medical history of congestive heart failure (chf), coronary artery bypass surgery, hypertension, and previous coronary percutaneous revascularization. At the time of the index procedure she had an 80% stenotic lesion in the ostium of her left internal carotid artery and was enrolled in the sapphire registry. The lesion was 20mm in length and mildly calcified. The reference vessel was 6mm in length and mildly tortuous. An angioguard rx with a 6mm basket was advance beyond the lesion prior to the implantation of a 9 x 40mm precise pro rx stent. The angioguard was successfully retrieved with no debris observed in the basket. The patient was discharged approximately 3 days later. The following day, the patient experienced a myocardial infarction that was not considered to be unrelated to cordis product and was processed as a non-complaint. According to the investigator, the death was not related to cordis product, but attempts to determine the cause of death have been unsuccessful at the time of this report.